Event description:
Customer reported that she was hospitalized for high bloode glucose and dka. Customer stated that she has a tumor in her leg. During troubleshooting customer reported that pump made a clicking noise when pump rewinds. Advised customer to disconnect and return pump to minimed.